Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient noticed insulin leaking from the pod and their blood glucose levels reached greater than 250 mg/dl (13.9 mmol/l). The pod was worn for longer than 48 hours on their leg. Symptoms reported include hyperglycemia, shortness of breath, dry mouth, gagging, and vomiting. A blood panel was done, but results were not provided. The patient was treated with unspecified intravenous fluids and what the reporter stated was ¿standard diabetic ketoacidosis protocol.¿ the patient was released the following day. The pod was removed at the hospital and a new pod was successfully placed.